Event description:
The physician was preparing for the treatment of a patient with an acute cerebral infarction. The physician found a kink in the distal 15 cm of the reperfusion catheter 054 when he was trying to irrigate the catheter with normal saline after taking it out of the packaging and pulling it from the carrier hoop. The physician used a new reperfusion catheter 054.

Manufacturer narrative:
Device investigation: results: there is a kink in the distal section of the catheter, 13.3 cm from the distal tip. A 0.054 mandrel was introduced into the hub and advanced distally. The mandrel moved smoothly through the catheter until the tip reached 13.4 cm from the distal tip, where forward movement stopped at the kink. The catheter is non-functional. Conclusion: the damage noted in the complaint is confirmed. The cause of the kink cannot be directly determined, but this section of the catheter is susceptible to handling damage during removal from the packaging. Because the damaged was not noticed until the catheter was being irrigated and there was no damage seen out of the box, it is likely that the catheter was damaged during removal and handling during preparation for use. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.